Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported multiple cartridges did not fit onto the pump. The customer ultimately was successful in loading a new cartridge onto the pump. Additionally, intermittent cartridge change error notifications occurred during the load sequence. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.